Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker went into backup vvi, and battery impedance problem was also observed. No intervention was performed. The patient was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.